Event description:
It was reported that patient underwent primary hip procedure in (B)(6) 2006. Revision procedure was performed on (B)(6) 2012 allegedly due to metal wear. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) 2006 (exact date unknown). This is 2 of 2 MDR reports for the same event (see: 3002806535-2012-00273/274).